Event description:
Note: date of event unknown. It was reported to boston scientific corporation that a pinnacle pelvic floor repair kit was used during an anterior and posterior floor repair procedure in 2008. Post operative (date unknown), a very small portion of mesh extruded into the patient's vagina. The doctor trimmed the exposed portion of mesh in an office procedure and applied premarin cream. The patient's condition was reported as "fine".

Manufacturer narrative:
The lot number of the pinnacle pelvic floor repair kit is not known; therefore, the device manufacture date and expiration date cannot be determined. The suspect device was implanted and not available for return. A device evaluation cannot be performed. The cause of the reported malfunction is undetermined.